Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the r-wave amplitude was decreased and the impedance was decreased. The lead was suspected to have migrated. The threshold was stable and the chest x-ray was noted to be stable. The lead remains in use. No patient complications have been reported as a result of this event.